Event description:
The customer stated, the fiber was broken out of the package.

Manufacturer narrative:
The fiber was evaluated with a complete break just beyond the reusable fiber protective tubing resulting in the two separate pieces. The breaks on each end were not uniform and had uneven buffer breakage, a characteristic of a high stress break. Each broken end of the fiber also appeared to have a smaller mirror and large hackle pattern in the glass break, indicating a high stress break had occurred. The piece of the fiber on the proximal end was connected to a test laser where it exhibited an unclear pilot beam and was found to successfully transmit laser energy at a power transmission level that measured below dornier power specifications due to the uneven break on the end of the fiber. The customer stated the fiber was broken out of the package. Analysis of the break in the fiber indicated that a high stress break occurred. A high stress break occurs when the fiber is rapidly bent or twisted beyond its minimum bend radius. Since dmta holmium fibers are packaged in rigid tubing which will not allow the fiber to bend or twist while in the tubing and tyvek pouch, it is unknown how the fiber broke in such a manner while still in the package. Analysis of the break indicated that the fiber could have likely been manually broken by user handling upon removal from the package. The presence of a pilot beam and successful laser energy transmission on the proximal end of the broken fiber indicates that this fiber was capable of function as intended prior to the high stress break occurring.